Event description:
Complaint alleges that during a lap chole, the applier was used on the cystic duct, but the clips failed to lock around the structure. There was no harm to the patient and the patient's condition was fine.

Manufacturer narrative:
(B)(4). A device history record (DHR) review did not show issues related to complaint. One applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot# 73g1400315 was confirmed with sample received. During the visual inspection, the components look well assembled; no clip was stuck in the jaws. However, the applier was received with a piece of plastic embedded in the jaws. Failure mode failed to lock around structure was not confirmed with sample received during visual inspection. The piece of plastic embedded in the jaws was removed manually. A functional inspection was performed with the remaining clips received, the device works properly; applier was activated in different forms and no quality issues were found. Therefore, failure mode failed to lock around structure reported by customer was not able to be duplicated. During activation the audible ratchet sound was heard, in addition the clip indicator was loaded into the jaws applier. Samples receive did not confirm the defect reported by the customer failed to lock around structure. Therefore, no corrective actions are required at this time. In additional, all products are 100% treated by manufacturing and this defect would have been detected during the functional testing (2 clips per applier). We will continue to monitor trending of similar complaints.